Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump was received with cracked display window corners, a cracked reservoir tube lip, and minor scratches on the display window(B)(4).

Event description:
It was reported that the customer had been having high blood glucose up to 600 mg/dl. At the time of reporting, the customer's blood glucose was 400 mg/dl. She stated she had been receiving no delivery alarms. Troubleshooting was performed. Insulin did not exit when the customer performed a fixed prime. The customer disconnected and reconnected reservoir and infusion set and push insulin through the tubing, at which point the insulin exited. A manual prime was performed and one drop of insulin exited after pushing 40 units. Nothing further was reported.